Event description:
It was reported that during a pseudo-aneurysm thrombin injection procedure, balloon deflation difficulties were encountered. The physician used the synergy 7x75 balloon to exclude a right groin pseudo-aneurysm for repair. He used an up-and-over technique for access, then placed the synergy balloon at the neck of the aneurysm to exclude it for thrombin injection. Once it was determined that the aneurysm was sufficiently excluded, the physician attempted to deflate the balloon, but it would not deflate. The physician passed an .018" wire through the balloon lumen in an attempt to move the balloon and deflate it, but this attempt was unsuccessful. Next, the passed a 0.014" wire between the sheath and the balloon in an attempt to puncture the balloon with the proximal portion of the wire, but this also was unsuccessful. He manipulated the balloon into the iliac in an attempt to reposition it and facilitate deflation, but this was also unsuccessful. The physician subsequently used a micropuncture needle to percutaneously puncture the balloon. This intervention was successful and the balloon was removed without patient sequelae.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.